Event description:
During shift check, the autopulse platform (sn (B)(4) displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) message that could not be cleared. The driveshaft was reset once, and the error message was cleared but now (ua) 45 came back again. No patient involvement.

Manufacturer narrative:
The customer reported a complaint that " the autopulse platform (sn (B)(4) displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) message" was confirmed during functional testing and review of the archive data. The root cause for the (ua) 45 was due to the drive shaft not being at "home position", likely attributed to unintended user error. During visual inspection, a bent battery lock clip was observed, unrelated to the reported complaint. The observed physical damage appeared to be the characteristics of user mishandling. The battery lock was replaced to address the issue. A review of the archive data showed (ua) 45 errors near the event date: thus, confirming the reported complaint. User advisory is normally a clearable advisory message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Functional testing failed due to the (ua) 45 displayed upon powering up the platform; thus, confirming the reported complaint. The drive shaft was rotated to the home position to remedy the problem. Subsequently, the autopulse platform was subjected to a run-in test using the 95% large resuscitation test fixture (lrtf) with known-good batteries for 15 minutes, and the platform passed the test without any fault or error. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).